Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for damaged components, cracked caps, foreign matter on the housing component with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to damaged components, cracked caps, foreign matter on the housing component was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Event description:
It was reported that 15 bd microtainer® contact-activated lancets experienced a protective cap that came off leaving the needle/blade exposed prior to use. The following information was provided by the initial reporter: 1. Broken 8ea . 2. Cracked cap 15ea . 3. Dirty cap 7ea . 4. Dirty body 3ea.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 15 bd microtainer® contact-activated lancets experienced a protective cap that came off leaving the needle/blade exposed prior to use. The following information was provided by the initial reporter: broken 8ea. Cracked cap 15ea. Dirty cap 7ea. Dirty body 3ea.